Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix st mesh (device #2). An additional emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and phasix st on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective. Note: due to the unavailability of phasix st mesh during the year 2009, the date of implant for composix e/x was considered to be (B)(6) 2009 and date of implant for phasix st mesh was not considered.